Event description:
Physician was attempting to use the spider fx 7mm embolic protection device during procedure to treat severely calcified lesion in the mid right superficial femoral artery (sfa). The vessel had little tortuosity and exhibited cto (chronic total occlusion-100%). The artery diameter was 6mm and lesion length was 40mm. A non medtronic 6fr x 45cm sheath and 0.018 x300cm guidewire were used. The vessel was pre-dilated. IFU was followed. It was reported that there was an issue with advancement of the filter. The filter did not want to advance easily so operator used hemostats to advance filter. The supplied recovery catheter was used. While pushing the filter operator knew wire was advancing , however under imaging the filter was not advancing. This caused the filter wire to loop from the wire exit port on the delivery sheath. When attempting to remove the spider filter wire and delivery catheter, the product would not pull in 6fr sheath. The procedure was completed by removing the filter wire, delivery catheter and sheath as one unit in the or under common femoral cutdown procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis capture wire was loaded on a 6 fr sheath a foreign material was attached to the valve of the sheath the capture wire was wrapped around itself at the entry port of the green delivery catheter biologics observed in green delivery catheter kink on green delivery catheter near tip image analysis four images were provided for evaluation. In the four images provided you can see the capture wire has looped back on its self. The reported event can be confirmed based on the images provided for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: no issues noted during prep. The removal of the sheath and the device was conducted through surgery, where the surgeon performed a cut down to left common femoral artery. The device and sheath were removed and the cutdown was finished. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.